Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following a cataract extraction with intraocular lens (iol) implant procedure, the result is not what was expected. Additional information was requested and received, stating she experienced irregular vision immediately after waking up after the operation. She experienced double vision and only vision in sepia, no green or other colors. The trees and grass on the other side of the road were rushing towards her face and then, at the last minute, veering off at 45 degrees and going past her left ear. The landscape became like a washing machine swirling around her. She does not have clear, focused vision out of her eye at any range¿near, middle, or far. Everything was blurry. She cannot read on her phone or laptop, and the tv was out of focus as everything was in the distance.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that the patient experienced poor/waxy vision to the point that they sought a second opinion, where the lens was explanted and replaced.